Event description:
Air being aspirated/injected while using this kit. There has been no pt injury. The physician believes loose connections between the components have contributed to this. One used sample and one unused sample are being returned. Being returned.